Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed lesion located in the severely calcified and moderately tortuous mid right coronary artery (rca). The 3.00x15mm apex balloon ruptured. The number of inflations and atms are unk. The device was removed from the pt intact. The procedure was completed with the use of another balloon catheter. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).